Event description:
The device received was received with no information.

Manufacturer narrative:
(B)(4). Damaged shroud top. The analysis results found that the er320 device was returned with the top shroud broken. In addition a clip was found in jaws. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed 16 clips. However, it could not be determined what may have caused the condition of the top shroud. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.